Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with increased capture thresholds in their left ventricular (lv) lead and no capture on their right atrial (ra) lead. X-ray confirmed that both leads have been dislodged. The lv lead had slightly pulled back and the ra lead had completely dislodged. During revision procedure, insulation abrasion was noted on the lv lead and was explanted and replaced. The ra lead was repositioned on (B)(6) 2019. No patient consequences reported. Related manufacturer reference number: 2017865-2019-13580.